Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer's blood glucose was over 300 mg/dl and rose to over 400 mg/dl. The customer stated that she changed the infusion set 3 times in one day and received a no delivery alarm with every bolus attempt. The customer stated that she was unable to troubleshoot the issue, as she had disconnected from the insulin pump. The customer declined troubleshooting assistance, believing that the issue was related to the insulin pump. She declined to return the reservoir and infusion set for analysis. Customer advised that she would consult with the person who handles her device use. The customer had already discarded the supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.